Event description:
It was alleged that the pt developed worsening of the abdominal compartment syndrome (acs) that was present prior to placement of the abthera therapy system. The pt's medical records indicate that on (B)(6)2010, the pt underwent decompressive laparotomy related to severe pancreatitis and large volume IV resuscitation. The abthera therapy system was placed after this procedure on this date. On (B)(6)2010, the pt was taken to the operating room and the following procedures performed: abdominal washout and wound exploration, abthera dressing change, placement of dialysis catheter, and placement of intracranial pressure monitor. Intra-abdominal pressure (iap) was not recorded on day 0 or day 1 post abthera placement. On (B)(6)2010, at approximately 2 am, medical records indicate that the pt's iap was recorded as 31 cm h2o with increasing ventilation problems, tachycardia and acidosis; a bedside laparotomy was performed increasing the size of the incision by 2 cm on each side, the abthera dressing was removed and replaced with a barker's device. These symptoms were relieved when the incision was extended and the abthera removed. The iap was initially decreased, but then climbed again. Info is not available to determine if hemodialysis was initiated, medication changes and/or ventilator changes may have occurred in tandem with the incision extension and abthera removal to resolve the tachycardia, worsening of ventilation status and acidosis present in this pt. On (B)(6)2010, it was reported that the pt remains on the ventilator, hospitalized in the ICU and the pt's abdomen had not achieved fascial closure and abdominal hypertension was still present. According to the surgeons, there was no product malfunction and the abthera device was functioning properly. This report is being filed based on info that a kci product may have been a factor in the worsening of the pt's abdominal compartment syndrome. The abthera open abdomen negative pressure therapy (npt) system is indicated for temporary bridging of abdominal wall openings where primary closure is not possible and or repeat abdominal entries are necessary. The intended use of this system is for use in open abdominal wounds, with exposed viscera, including but not limited to abdominal compartment syndrome.